Event description:
Technician received an eye splash while trying to disconnect a device from a high pressure system mounted on a wall. The effected eye was flushed with saline for 30 minutes and then techinician was seen by an opthalmologist. An eye shield and eye drops were prescribed. One week later, it was reported that the employee is fine.